Event description:
The customer reported to olympus, that the video system center had a blurry image and experienced an e227 scope communication error. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. Device was not returned for evaluation and could not be evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. IFU/labeling review: not applicable because no evidence was obtained that the problem is caused by a misuse of the user. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.